Event description:
It was reported to bsc/target that the guglielmi detachable coil detached prematurely during the procedure of a pt. Approximately 1-cm of the coil was left in the internal carotid artery. The pt was put in heparin overnight and is doing fine. At this time it is unknown the specific type of gdc product, catalog number, and therefore, its pertained 510k number; the only info provided was that it was a gdc product. Attempts have been made to obtain add'l info through a co rep. The only info that was obtained from the physician was that all products related to this event were thrown away. If any info is given, a f/u report will be submitted.